Event description:
It was reported that the patient felt the lead pacing. High thresholds were observed. Chest x-ray showed perforation. The lead was repositioned successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.